Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No insulin pump error alarm noted during testing. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm and another insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.